Manufacturer narrative:
The 2 mm drill bit long, 1405-2021 is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The device was not returned to the manufacturer for evaluation. The device history records for devices 1405-2021 (lots om15402, om17102 and om17209) were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned. However, based on similar complaints where the device has been returned, it is likely that the drill was subjected to bending stress while attempting to fenestrate the bone. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018, the tip of a 2 mm drill broke off while fenestrating the joint and was retained in the patient's bone. A backup device was available to successfully complete the case. There was no case delay or additional patient outcomes reported.